Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard catheter 'fractures'. The following information was provided by the initial reporter: when puncturing to take samples and canalize, the device has no return. When filling the syringe, the catheter fractures, causing hematoma. When removing it, the tip is flowered, causing multiple punctures and lesions to the patient.

Manufacturer narrative:
Additional information of patient and initial reporter added to a and e tabs.